Event description:
Customer reported a patient was on a heparin drip. Nurse went in to the room 40 minutes later and found the channel with the yellow light on, but it did not alarm that the infusion was complete or go into kvo. The patient had ptt drawn, and it had dropped to 32. Patient had to be re-bolused with heparin. No further patient/event information was available.

Manufacturer narrative:
Manufacturer's report date: 10/01/2009. The pump error and event logs were sent along with the hospital's data set for analysis. The pc unit device was put back into circulation and cannot be located; therefore, its event logs are not available. The customer's experience of finding the device with the yellow light on, but not alarming that the infusion was complete or go into kvo was confirmed. The pump event logs show that a delayed infusion was programmed as evident by the "callback before infusion" alarm. During a delayed infusion, the standby status indicator light would flash yellow once the delay period had ended, but it would not be lit once the infusion ended. Also, once a delayed infusion is complete, the device would not alarm unless a "callback after infusion" was also chosen. A device running a delayed infusion will also not go into kvo. The time that the infusion was observed to be completed without alarming or going into kvo, was reported to be 09:00 am. This was after the delayed infusion ended at 7:43 am. The pump event logs also show the device going into kvo during the infusion following the previous delayed infusion. The root cause of this failure was identified to be a user programming issue due to user programming a delayed infusion with no after callback. The device history record was reviewed and it did not show any manufacturing issues during production build for the involved pump. The service database and product performance monitoring database review showed no prior issues or anomalies have been reported and indicated no outstanding service repair history for the involved infusion pump.